Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. During troubleshooting, the customer cleared the alarm after a temporary delay. There was no impact to the customer's blood glucose level.